Manufacturer narrative:
The pusher and implant were received for evaluation. Review of the returned implant found the implant to be in good condition, except for a minor bend in the shape. The tether was broken at the markerband location. The pusher was found to have a smashed heater coil and a sharp bend in the body of the pusher. The pusher appeared to be doubled over itself. The monofilament was removed from the pusher for further analysis. The distal end of the monofilament was found to have a tail, which historically is related to tensile forces. Based on the physical evaluation of the returned device, the reported complaint is confirmed, as the implant was returned detached from the pusher. The microcatheter was not returned, preventing complete analysis of the reported complaint. The root cause cannot be definitively determined at this time. Though it cannot be confirmed, the reported complaint is consistent with a coil/pusher that became stuck in a microcatheter and broke upon retraction.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. There was no reported patient injury or intervention. The patient was reported to be stable.